Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of device. The device was uploaded and indicated one autoclave cycle for the handle. A pmv representative adapter and single use loading unit were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a whipple procedure, there was poor staple formation. The staple line was performed as usual, no changed detected. After 20 minutes, the surgeon detected a light bleeding coming from the staple line in the stomach, and looking for their origin saw some of the staples were falling from the staple line. Some time after that, the bleeding seemed to have stopped so the surgeon applied a suture line on this staple line to prevent incidents. The procedure ended with no complications in the other 2 shots performed. 2-3 days after the surgery, the patient has an emergency intervention because the staple line failed. 48 after surgery, some bleeding was detected and with an endoscopic intervention was solved, using haemostatic clips. The hospital stay was extended by 2-3 days . The surgeon do believes the problem of the bleeding was mainly coming from comorbidities the patient has that can affect and magnify that bleeding problem (hypertension, diabetes, and clopidogrel treatment). He believes the patient himself is in the small % that can present bleeding after whipple surgery. Doctor thinks the staple malformation is something sometimes occur, and since the other shots were perfect, the problem is located in the specific reload, the other reloads worked perfectly, and also the handle worked as expected.